Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 14-aug-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (50 mg/ml at 13.505 mg/day) via an implanted pump. The patient¿s medical history included kidney problems and cancer. The indication for pump use was spinal pain. It was reported that the patient was having a routine pump replacement procedure. There were no issues being reported by the physician or the patient. Prior to the procedure, setting up for a back table prime of the new pump was discussed. The hcp did not want to do this and preferred to try aspirating the catheter. The hcp was unable to aspirate the catheter; however, the hcp did not think a catheter replacement was necessary. Per the hcp, the current pump connector ¿appeared corroded¿ and he wanted to replace it with a new one. The hcp was provided with a new pump connector. The clear strain relief sleeve fit on the catheter without issue, but when attaching the pump connector to the spinal segment, the sleeve/catheter would not click into place. Options were discussed. Rather than waiting a few minutes for another pump connector to brought into the case, the hcp decided to stretch the clear strain relief piece over the white one to attach the two pieces. For stability, he also tied a suture around this piece. A back time prime of the new pump was again discussed to prevent possible underdose or overdose of the patient. Options were discussed, and the hcp decided to not prime the new pump which would result in the patient being without drug after the catheter emptied in approximately 17 hours for 17-26 hours. Per the hcp, the patient had oral medications to supplement with. The pump was then attached to the revised catheter with no prime. The issue was reported to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.